Manufacturer narrative:
Supplemental submitted to include additional information received through follow-up. The aortic valve was disabled via a valve-in-valve surgery due to severe prosthetic valve stenosis and regurgitation after an implant duration of 14 years. Patient was reported to do really well and was in stable condition. Discharge instructions were provided to the patient.

Manufacturer narrative:
Edwards received additional information through follow-up with the healthcare provider that the patient was discharged home in good condition on post-operative day four.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm aortic valve is scheduled for a valve-in-valve surgery due to severe prosthetic valve stenosis and regurgitation after an implant duration of 14 years. The patient was evaluated for worsening exercise tolerance and fatigue with diminished stamina.